Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the secondary probe on the coulter hmx hematology analyzer with autoloader (al) was leaking. The customer was wearing gloves and a lab coat at the time of the event. There was no report of contact with mucous membranes or open wounds. The customer stated that no samples were compromised as a result of the leak. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for the event. The fse replaced the tubing and broken pinch valve pv49. The fse verified the repair and validated the system. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).